Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s parent woke the patient up because her cgm was reading 47 mg/dl. No bg meter comparison was done. The patient started eating some pop-tarts to raise her bg, however, the patient eventually had a seizure. The patient¿s parent called an ambulance. When the paramedics arrived, her bg via fingerstick was 22 mg/dl. The patient was treated with IV glucose and transported to the emergency room (ER). Once the patient arrived at the ER, another bg fingerstick was taken and was 63 mg/dl. No cgm comparison values reported. The patient was discharged home after approximately 2 and a half hours of observation. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.